Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010224, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010224". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010224 was manufactured according to the work instruction (wi) version 119 and manufactured in the line 1103 on 11-nov-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during the process in the burst test for parameters out of specifications and further product disposition were required. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia. . The infusion set was in use for 13 hours. The blood glucose level was 420 mg/dl at the time of event and the patient got treated with correction bolus via pump and intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.